Event description:
Additional information received from patient reported that her implantable neurostimulator (ins) was replaced on (B)(6) 2016 due to normal battery depletion and patient recovered completely. She was admitted into the hospital for symptom returned on (B)(6) 2016.

Event description:
The health care provider (hcp) reported that the patient had a return of symptoms on (B)(6) 2016. The hcp spoke to the manufacturer representative on (B)(6) 2016 and was told they would come by on (B)(6) 2016, but they hadn't heard from the manufacturer representative yet. The patient would have an appointment on (B)(6) 2016, but could not wait to see if the implantable neurostimulator (ins) was working or not. The indications for use for this patient were gastric stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.